Event description:
Pt. Underwent open-heart valve replacement in 2007. Returned approx four months later, for another replacement at which time a defective valve was removed. Pt. Discharged and returned again five days later, in cardiac arrest in the ed and died.